Event description:
Complainant alleged that while treating a patient, the device displayed a "defib fault 79" message and would not power up with battery power. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.